Event description:
This patient had undergone several previous open heart procedures, had several occluded coronary bypass grafts, and suffered from copd (chronic obstructive pulmonary disease). After receiving a gore excluder bifurcated endoprosthesis, the physician released the patient with a type I endoleak, proximal to the aortic extender. The physician expected the endoleak to resolve itself. Approximately 30 days following this primary procedure, the patient presented with chest and back pain. While admitted to the hospital, the patient suffered aortic rupture and expired.